Event description:
A power cord, an accessory to the device,has broken. The device was returned for repair,and upon evaluation it was observed that there was an exposed prong in the female connector attached to the power cord. An investigation was performed and it was determined that the molded female connector on the power cord had partially separated.the device was reportedc to be in patient use at the time of the alleged malfunction.no patient harm was reported. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.